Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: trauma/rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog #3503001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced trauma and subsequent right sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging on (B)(6) 2019. As a result, explant with future plans to replace was performed on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/6/2020. Device evaluation summary: according to the reported information, the patient experienced a rupture with trauma. A manufacturing record evaluation was performed for the finished device 5763348 number, and no non-conformances were identified. During evaluation of the device it a crease was found on the anterior view, additionally a tear measuring approximately 2.7 cm within the crease was noted. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It is possible the rupture was caused by the stress occasioned to the shell by the trauma that the patient experienced. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).